Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. Part of the suture was returned detached from the device. Another part of the suture was tucked in the depth gage tube at the distal end. The anchors were not attached to any part of the suture. The anchors were not present. The needle overmold assembly was bent. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was conducted. The actuator tip felt detached from the deployment slider. An analysis of the enclosed images shows fast fix labeling, a fast fix box and a fast fix device. The suture is visible, but the anchors are not. The depth limiter button is not in the default position. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using the fast-fix 360, after t1 was implanted, t2 fell off simultaneously. T1 was removed from the patient. The procedure was finished with a non-significant delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.